Event description:
The consumer reported that he had a loss of therapy, it hadn't worked in a long time and it did not provide any therapeutic relief. The patient stated he could only feel it in the groin area and did not need it there and had a manufacturer representative make several adjustments which hadn't helped. The patient noted that he was not a good candidate in the beginning due to his scoliosis, but did the trial which went better and he felt great but the implant was not providing relief. The patient reported that he was concerned his battery may not be working because he stopped using his device and stated the battery should have been changed in 2011. The patient mentioned when he was in the hospital for unrelated reasons he was told that his body may be starting to reject the device. The patient stated that his implant was loose and painful to sleep with and he could almost flip the implant around. The patient confirmed that he always had sleeping problems due to his chronic pain but that the older the implant got the worse/looser it was and that it was very painful to sit or sleep and looked horrible. The patient reported he had lost his programmer and would like to have the implant removed. The indication for use was post laminectomy pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.